Manufacturer narrative:
During a cardiac catheterization, the distal curve of the catheter was noted to be kinked. When the physician examined it, it separated. The device was not used in the patient. There was no reported patient injury. The products were not returned for analysis. A device history record (DHR) review of lot 17188581 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) kinked/bent - during prep¿ and ¿catheter (body/shaft) separated - during prep¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Handling factors may have contributed to the reported event as the event occurred prior to insertion into the patient. According to the precautions advice in the instructions for use ¿precautions store in a cool, dark, dry place. Do not use open or damaged packages. Do not use the catheter if the ¿use by¿ date on the package label has expired. Do not resterilize. Do not autoclave. Exposure to temperatures above 54°c (130°f) may damage the catheter. To prevent damage to the catheter tip during removal from the package, grasp the hub and gently withdraw the catheter.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. This is 1 of 2 products involved with the reported event and the associated manufacturer report numbers are 9616099-2017-01237 and 9616099-2017-01238.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17188581) presented no issues during the manufacturing process that can be related to the reported event.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a cardiac catheterization, the distal curve of the catheter was noted to be kinked. When the physician examined it, it separated. The device was not used in the patient. There was no reported patient injury.